Event description:
It was reported to boston scientific corporation in 2008, that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure in the same month. According to the complainant, during the procedure, it was observed that the prolieve system's catheter appeared to have leaked. In addition, a "low-water level" error message occurred. The procedure was not completed due to this event. No patient complications were reported as a result of this event. The patient's condition was reported as "fine".

Manufacturer narrative:
The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.